Event description:
An allegation from an attorney indicated the lead had exhibited a fracture and/or was explanted.

Manufacturer narrative:
All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The device is part of the advisory for this model. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
An allegation from an attorney indicated the lead had exhibited a fracture and/or was explanted. It was further reported by an attorney that the device was explanted as a "direct result of the device failure" and physician and patient communication. In addition the attorney alleges that "the defect in the product was caused by the way the product was manufactured, including, but not limited to the use of defective, improper and unapproved components used in the manufacturing", "causing the device to fail and the need for the patient's device to be explanted." Also there is an allegation that the patient sustained physical injuries.

Manufacturer narrative:
Additional information obtained indicates this patient is not deceased as previously determined and reported to the regulatory body on (B)(6) 2011. The patient is not listed in (B)(6) death reports or in the database that the patient is deceased. In addition there is an active system that is registered in the database to this patient. Consequently a correction supplemental medwatch report is being submitted to advise this a complaint was inadvertently submitted as a death type of report. The device is part of the advisory for this model. All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The patient is involved in a settlement involving the sprint fidelis leads. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
An allegation from an attorney indicated the patient is deceased.